Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a patient with a tmj bilateral joint suffered a wound infection.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported infection could not be confirmed as no pathology report was provided for review. The patient received tmj device ID# (B)(6) on (B)(6) 2024. On (B)(6) 2025, a sales representative reported a possible need for another joint due to a wound infection but confirmed the devices had not been removed and could not provide further details about the infection or its treatment. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.